Event description:
Baxter australia reported a cracked minicap. The location of the crack was noted bellow the finger flange area. Per baxter australia, no pt injury or medical intervention was associated with this incident.